Event description:
The customer reported noting a fluid in the well below the reagent probe a on the unicel dxc600p synchron chemistry analyzer. The customer cleaned the leak with gauze pad, which appeared to be wash solution and/or deionized water. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment or results are associated with this event. The customer was trying to home the instrument, however, it was taking longer than usual to home. Customer technical specialist (cts) had the customer to press the stop key again and then try to home. The customer indicated that the stop key has been sticking, and stop key was not responding. The cts advised that the customer to power down and reboot the unit. As the system was rebooting the customer stated she had noted 'cc sample syringe motion error' message on the screen but does not stop or effect the dxc instrument. Call center specialist advised the customer that the cc reagent probe a dripping may be due to a problem at the cartridge chemistry reagent probe, reagent probe wash collar, valve block , a/b valve or syringe. Call center specialist advised customer to not use the dxc instrument. Customer does have a backup instrument. On (B)(4) 2012, a field service engineer (fse) found reagent probe is leaking under wash collar. The fse performed the following: replaced valve located behind wash head; replaced valve located behind wash head; cleaned the stop button assembly and it's working without any issue. This issue is not related to any malfunction. The root cause of the failure was the leaking valve behind the wash head.

Manufacturer narrative:
(B)(4).